Event description:
It was reported that clots were noted inside the ava catheter on post-op day 3 after coronary artery bypass grafting. The patient's coagulation profile was normal. After induction, right ijv was cannulated and the 9 fr introducer was inserted. Vasoactive drug infusions were started through the sideport of the device. On postoperative day 3, the inotropic infusions were weaned off and the ava was pulled out. Thrombus attached to the distal end of the device was noticed. There were no patient complications reported.

Manufacturer narrative:
The device was discarded at the hospital. It was not possible to confirm the complaint without a product return. The lot number was not provided, therefore a review of the manufacturing records could not be completed. Thrombosis is listed as a potential complication in the product IFU and it is a well known complication associated with all central venous access procedures. The IFU provides the following caution: when withdrawing the catheter or catheter sheath, aspirate through the distal lumen to collect any fibrin that may have deposited on the tubing. A precaution is also noted: the incidence of complications increases significantly with indwelling periods longer than 72 hours. Prophylactic anticoagulation and antibiotic protection should be considered in cases with increased risks and long-term catheterization (more than 48 hours). Review of the available information suggests that clinical factors likely contributed to the event. No actions will be taken at this time.